Manufacturer narrative:
(B)(4).

Event description:
Procedure: biopsy. According to the reporter: on (B)(6) 2011, for biopsy to check interstitial lung disease, right lung s8 was partially cut by thoracoscopic surgery with 3 ports. After the port was inserted, the specimen was picked out. Drain was inserted and finished the surgery. On (B)(6) 2011, the drain was removed. On (B)(6) 2011, the pt left the hosp since the thoracic site was observed fine. On (B)(6) 2011, 3pm, the pt visited the hosp stating fatigue and discomfort on thoracic area. The pt was in a slight state of shock. The pt stated that she felt sick after coughing. At 5:15pm, pleural fluid was confirmed by portable x-ray exam. Hemoglobin was 9.2g/dl at that time. It was 12g/dl before the pt left the hosp. By experimental centesis, blood come out, so re-operation was urged. At 6:20pm, the re-operation began. Fresh blood was found. No blood tumor or blood clot found. No bleeding from the port parts or drain setting part, either. It was found the diaphragm where the stump of duet touched, was partly scraped. Bleeding occurred from the thoracic wall intercostals artery where duet might have touched, so the dr stopped bleeding. On the original surgery on (B)(6) 2011 no trimming of duet was done, but it was trimmed on the second surgery; 2100cc bleeding. Concentrated red cells 10 units, ffp 5 units, 5 albumin preparation were transfused. On (B)(6) 2011, (current condition), after the re-operation, the pt under observation is stable. It was assumed the incident was caused by duet.